Event description:
It was reported that during an open colon resection, there was a lot of force to dial down and fire the device. The bowel was obstructed and the tissue was thicker than usual. After firing, the staple did not form fully. The anastomosis was oversewn to complete the case. Patient consequence is unknown at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and no abnormalities were found. Event could not be confirmed as the adjusting knob worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.